Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The aortic neck was 28 mm proximally and 29 mm distally and it was 10 mm in length. Four endoanchors were implanted in the main body to the proximal neck prophylactically. Approximately 30 months post index procedure a follow up CT revealed a type ib endoleak. The patient had an additional endovascular procedure to resolve the type ib endoleaks. There were no endoleaks present at the end of the procedure. No additional clinical sequelae were reported and the patient is fine.